Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Analysis was unable to perform operating currents, self test, rewind test and displacement test or verify battery out limit due to blank display. The pump was received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 165 mg/dl. The customer was assisted with troubleshoot for blank display. Customer states display is blank currently. Customer states the display returned after pump restart. The insulin pump will not be returned for analysis.